Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Congenital anomaly/birth defect, in section d9 reported as device available for evaluation, in section h.3. It was marked in evaluation summary attached, in section d2 it was reported common device name as ventilator, non-continuous(respirator) and product code was reported as bzd and in g4, PMA/ 510(k) number was reported as k131982 . After review, it was determined no congenital anomaly/birth defect was reported ,this was incorrectly marked in section b.2.,in section d9 incorrectly reported as device available for evaluation, in section h.3 incorrectly marked on 'evaluation summary attached'., in d2 incorrectly reported common device name as ventilator, non-continuous(respirator) and product code was incorrectly reported as bzd and mistakenly in g4, PMA/ 510(k) number was reported as k131982. The report should have been sent for product problem only in section b.1. D9 marked as no, section h3 was marked as no and evaluation summary was unckecked . In d2 device name was taken as ventilator, continuous, non-life-supporting . And product code was taken as mns. In e1 zip code was updated as 80239-2729. In g4, PMA/ 510(k) number was taken as k090539.